Event description:
The reported description notes that during a surgical case, a technical inop was not provided when an ECG lead became disconnected. The signal was so bad that they shocked the pt 3 times.

Manufacturer narrative:
(B)(4). The reported description notes that during a surgical case, a technical inop was not provided when an ECG lead became disconnected. The user reported that they defibrillated the pt unnecessarily. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.